Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and were hospitalized on (B)(6) 2019. The customer's blood glucose was in the range of over 600 mg/dl to 700 mg/dl. The customer was treated by intravenous fluid and insulin pump. Customer states the drive support cap appears normal. Based on customer report customer does not allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.